Event description:
A (B)(6) male patient contacted zoll customer support to report that the response buttons would not activate his monitor. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor serial number (B)(4) has been completed. The reported problem (response buttons) has been confirmed. Upon investigation, the rear response button was non-functional. The cause was the response buttons cable was not inserted into the j1005 connector on the ca board. The root cause of the unplugged response button cable was unable to be positively determined. No adverse event resulted from the unplugged response button. The distributor was issued a replacement monitor.